Event description:
According to the customer contact, "nebulizer stopped misting approximately 3 days ago" and "tried replacing the mask to see if that would help because it was dripping, but that did not make a difference." The customer contact reported "device is turning on but not misting."

Manufacturer narrative:
According to the customer contact, "nebulizer stopped misting approximately 3 days ago" and "tried replacing the mask to see if that would help because it was dripping, but that did not make a difference." The customer contact reported "device is turning on but not misting." No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.